Manufacturer narrative:
Continuation of d10: product ID a820 lot#, serial#, unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal morphine and other via an implantable pump for spinal pain indications. The patient stated they would call back in the morning to do troubleshooting for the 90% lag. No further information was able to be obtained. Patient would callback in the morning. Patient stated that morphine and a local pain killer were in their pump. Patient called back about the handset was lagging at 90% and was taking forever to deliver a bolus. Agent reviewed data and assisted the patient through deleting the data. Patient was able to connect to the pump without any lag. Patient would call back if further assistance is needed. When asked for the event date, patient stated that it was probably three or four months ago.

Event description:
Additional information was received from the patient who asked about the steps to clear data. The agent reviewed data and assisted the patient with deleting the data after which the patient was able to connect to the pump with no lag. The patient then mentioned that they were currently locked out with 1 hour and 45 minutes remaining.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that the patient needed help in clearing data. The agent walked the patient through clearing data on the handset. The patient attempted to connect to ¿myptm¿ and confirmed that it was now considerably faster. The patient will call back if further assistance is needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.